Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12076. It was reported that the patient presented in clinic. During chest x-rays, the patient lifted their left arm over their shoulder and the right ventricular and atrial lead dislodged. The leads were explanted and replaced. Patient was stable post procedure.